Manufacturer narrative:
Further information was requested but not received. The physician, serial number, batch/lot number, implant date, and manufacturing/expiration date are unknown at this time.

Event description:
It was reported that the patient has difficulty communicating with their ipg which in turn is causing longer and more frequent charging times. The patient reports that they have weight loss. As a result, surgical intervention has been recommended to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.